Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the lv perforation may have been related to the difficulty advancing the delivery system due to the moderate-severe tortuosity of the aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a left ventricle perforation was observed during a transfemoral tavr procedure. There was insertion difficulty of the guide wire due to a severe sigmoid septum. Before balloon aortic valvuloplasty (bav), it was confirmed that the wire was not tangled in the chordae tendinae or mitral valve. As blood pressure (bp) properly recovered after bav, the novaflex+ delivery system was inserted. There was resistance felt when the delivery system was passing through the aortic arch, due to the moderate-severe tortuosity of aorta. The 23mm sapien xt valve was implanted with nominal volume. Immediately after valve implantation, insufficient recovery of bp was observed; the sonographer pointed out that the mitral anterior cusp did not properly function. Aortography showed severe aortic regurgitation (ar) and oblique placement of prosthetic valve; the right coronary cusp (rcc) side of valve leaned forward. The valve position was 30:70 (ventricular) at the rcc side and 50:50 at the opposite side. Since increase of pericardial infusion (pe) was observed, drainage was performed via thoracotomy. At the same time, percutaneous cardiopulmonary support (pcps) was introduced. A perforation by guide wire was observed in the left ventricle lateral wall. The perforation was fixed with suturing and tachocomb tissue sealing sheet (human fibrinogen, thrombin, aprotinin). Following successful hemostasis, bp recovered. The patient was in stable condition and will be monitored by echocardiography. The aortic annulus area measured 359 mm2 with moderate aortic valve calcification. There was moderate-severe bulky calcification on the ncc. The sov diameter measured 30.1 x 27.6 x 28.1 mm